Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Electrical lead testing revealed high out of range pacing and hv lead impedances, loss of ventricular capture and sensing. Upon re-evaluation of the patient, it was determined that the ICD was not needed. All therapies and pacing were programmed off. Six weeks later, the asymptomatic patient presented to clinic with high lead impedances. Lead fracture was suspected. Device was programmed off and will not be replaced per request from patient. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.